Event description:
Olympus (oekg) was informed by the customer that the endoeye high-definition autoclavable video telescope reportedly is ¿still suffering from flickering image and (green) color effects; it is suspected that something is loose in the tip.¿ the intended procedure was completed successfully without patient harm or delay of the procedure.

Manufacturer narrative:
This is the fourth time since june 2022 that the referenced scope has been sent to olympus for repair with the similar issue. The device has not been returned to olympus to date, however, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported issue "green image" is confirmed. In addition, the following non-reportable were found during the device evaluation: cuts / defects to cable coating. Based on the results of the legal manufacturer's investigation, the cause of the green image is due to a broken r-unit component. In addition, other likely causes that could lead to a green image include: - unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" - unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined - pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device¿. Olympus will continue to monitor field performance for this device.